Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd4 2.5% and extraneal therapies for peritoneal dialysis (pd). On (B)(6) 2012, dianeal and extraneal therapies were withdrawn. During a call with baxter (B)(4) customer services, the following was reported. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. It was unknown if the patient recovered from the peritonitis. On (B)(6) 2012, the patient had the catheter removed and was currently on hemodialysis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.